Manufacturer narrative:
Event date is the date the article was published. Journal of the american college of cardiology (netherlands) evaluation of safety of 1-month dual antiplatelet therapy followed by prasugrel monotherapy in patients implanted resolute zotarolimus-eluting stent tctap a-152 https://doi.org/10.1016/j.jacc.2017.04.0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 32 patients received 37 resolute integrity rx drug eluting stents as part of a study aimed at evaluating evaluate the safety of new dual antiplatelet therapy (dapt) regimen (1-month dapt followed by prasugrel monotherapy). Results showed that three patients required tlr . One patient experienced an mi in a non-target lesion. Intra-stent thrombus was almost imperceptible in both groups.